Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1). On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #2). The patient is making a claim for an adverse outcome against the two (2) 3dmax (device #1 and device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6)2016: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1). (B)(6)2017: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #2). The patient is making a claim for an adverse outcome against the two (2) 3dmax (device #1 and device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2016 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of 3dmax mesh (device #1). Per operative notes, ¿looks like probably had a plug and patch several years ago and that the defect was medial to the plug. There was a lot of tissue adherent to the plug. Hernia sac was identified. A left large 3dmax mesh (device #1) was placed in the preperitoneal space.¿ (note: previously implanted unknown plug and patch was identified during this procedure) (B)(6)2017 - patient was diagnosed with recurrent left inguinal hernia thereby underwent robotic assisted laparoscopic repair with partial removal of mesh (device #1) and implant of 3dmax mesh (device #2). Per operative notes, ¿there were adhesions to colon to his left iower quadrant, and in taking down those adhesions on the left side, there appeared to be some mesh (device #1) that had eroded or was eroding through his peritoneum. Taking down the mesh (device #1) also took as much of the old mesh plug out as possible, left the old 3dmax mesh (device #1) in. Placed another left large 3dmax mesh (device #2) in the peritoneum.¿ attorney alleged that the patient had adhesions. It was also alleged that the patient had mesh erosion through peritoneum.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of 3dmax, patient was diagnosed with erosion, hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists erosion, hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2014) is considered to be a best estimate. This supplemental emdr represents the 3dmax (device #1). Additional supplemental emdr was submitted to represent the 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.